Event description:
It was reported that the patient experienced high impedances were noted on one of the two leads. The second lead was able to cover the patients' preexisting pain. The patient developed new pain and the lead with impedances was replaced to cover the new pain area. Programming was attempted abut did not cover the new pain area. The patient is doing well post operatively. The device will not be returned as it was disposed of by the facility.